Manufacturer narrative:
A phone conversation with the clinician revealed that the surgical guide was modified by the clinician prior to use in order to obtain the proper fit. This modification could have comprimised the integrity of the adhesive used to secure the guide sleeve. It was also inclear if the clinician initiated drilling prior to the guide adapter being fully seated in the sleeve as any rotation prior to this would cause the sleeve to de-bond form the guide. A review of the surgical report and drilling protocol indicate the case was properly planned.

Event description:
Utilizing surgical guide print003, clinician stated that the guide sleeve "debonded with little pressure to the sleeve". Site was intended for immediate implant placement, but patient was grafted and sent home instead.